Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator. The reason for call was caller stated that the device is not working very well and the patient has not been able to walk and is losing consciousness and falling to the floor. Pt rep said that the patient was admitted to an emergency hospital and they have done scans on the brain and have found nothing yet. Caller stated that they have an appointment with the hcp on may 2nd but wanted to know if they could move the appointment to be seen sooner. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.